Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported deployment issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the first 5.5x150 mm supera stent was deployed in the distal right superficial femoral artery (sfa) via an ipsilateral antegrade approach from the common femoral artery without incident. A 5.5x60 mm supera stent was deployed in the proximal right sfa with the 6 french introducer sheath approximately 3 cm away from the proximal end of the second supera stent; however, when fluoroscopy was visualized, it was noted that the second supera stent was not in the vessel. The supera stent was found inside the 6 french introducer sheath. The introducer sheath was removed with the supera stent. A same size supera stent was not available so a non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.